Manufacturer narrative:
Product analysis: analysis of the device was able to confirm the customer comment that the programmer was unable to update, programmer took 20 minutes to boot up and booted up to an error. At analysis it was determined that the programmer failed analyzer signal tests, the analyzer flex was replaced. The programmers hard drive was replaced as a preventative measure. All salvage material used was visually inspected and functionally tested. The device passed functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to update. The device has been returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.